Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient has experienced episodes of over-sensed noisy signals from the right ventricular (rv) lead for several years. The noisy signals were reproducible with provocative maneuvers. Recently, the patient gave birth and suffered post-partum heart failure and required a device replacement. The physician is determining whether attempted extraction of the rv lead would be appropriate, as the lead has been implanted for eleven years. It was reported that leaving the previous rv lead capped and abandoned would be difficult due to the decompensated patient anatomy. Additional information has been requested regarding the event resolution and patient status, but has not yet been received. At this time, the rv lead remains implanted and in service and no additional adverse consequences were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.this report is being filed to correct information in b5.

Event description:
It was reported that this patient has experienced episodes of over-sensed noisy signals from the right ventricular (rv) lead for several years. The noisy signals were reproducible with provocative maneuvers. Recently, the patient gave birth and suffered post-partum heart failure and required a device replacement. The physician is determining whether attempted extraction of the rv lead would be appropriate, as the lead has been implanted for eleven years. It was reported that leaving the previous rv lead capped and abandoned would be difficult due to the decompensated patient anatomy. However, the physician elected to surgically cap and abandon this lead. This procedure was completed successfully and a replacement rv lead was implanted to resolve the event. At this time, the rv lead remains implanted but capped and out of service. The patient was stable with no additional adverse consequences.